Event description:
The user received erroneous results for patient samples on the cobas 6000 and provided results for four patient samples. The bicarbonate results for two of these samples were discrepant. The samples in the same specimen tubes were repeated on the integra analyzer. Initial result was 44.7 mmol per l, repeat result was 24.31 mmol per l. The repeat results from the integra were reported by the physician. The field service representative determined the rinse mechanism was splashing and adjusted. He verified the system operation by performing mechanism checks and a precision check.

Event description:
The user received erroneous results for patient samples on the cobas 6000 and provided results for four patient samples. The bicarbonate results for two of these samples were discrepant. The samples in the same specimen tubes were repeated on the integra analyzer. Initial result was 25.7 mmol per l, repeat result was 20.20 mmol per l. The repeat results from the integra were reported to the physician. The field service representative determined the rinse mechanism was splashing and adjusted it. He verified the system operation by performing mechanism checks and a precision check.